Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented for routine in-clinic follow-up with the right ventricular lead exhibiting noise resulting in pacing inhibition. Noise was reproducible lead noise with pocket manipulation. The patient was dependent and experienced dizziness. The patient was scheduled for revision and the lead was capped and replaced on (B)(6) 2020. The patient was discharged in stable condition.